Event description:
Pt had a PICC line with a posiflow valve. Pt found saturated with blood from posiflow clave although tubing was firmly connected. Blood apparently coming from spring loaded connection where syringe would be connected. Pt seen and examined and intravenous access restarted through different site.